Manufacturer narrative:
Device evaluation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that a male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis.while ablating, the patient had chest pain, different premature ventricular contraction (pvc), and slight hypotension. Using ultrasound, a cardiac tamponade was noted. A pericardiocentesis was performed and approximately 200cc of fluid was withdrawn. The patient was stable. No other intervention needed at this time. Equipment worked within specifications and caller does not want to get the units evaluated. Additional information received indicated the physician¿s opinion on the cause of the adverse event is that it was procedure related. The patient outcome of the adverse event was fully recovered (no residual effects). The patient did not require extended hospitalization because of the adverse event. The patient stayed overnight and went home the next day. A transseptal puncture was not performed. There was no evidence of steam pop. An irrigated catheter was used in the event and the flow setting was 8/15. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The visitag module was not used.

Manufacturer narrative:
On 5-aug-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. While ablating, the patient had chest pain, different premature ventricular contraction (pvc), and slight hypotension. Using ultrasound, a cardiac tamponade was noted. A pericardiocentesis was performed and approximately 200cc of fluid was withdrawn. The patient was stable. No other intervention needed at this time. Equipment worked within specifications and caller does not want to get the units evaluated. Additional information received indicated the physician¿s opinion on the cause of the adverse event is that it was procedure related. The patient outcome of the adverse event was fully recovered (no residual effects). Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. Error 105 appeared on the system due to an internal pcb (printed circuit board) failure. This issue could have happened after the procedure since no failure on the device was reported, but it cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Since the lot number was verified, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the adverse event. Investigation findings: incompatible component/ accessory (c0402) / investigation conclusions: cause traced to component failure (d02) / component code: circuit board (g02005) were selected as related to the pcb failure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).